Event description:
It was reported, that episode review was requested. For this implantable cardioverter defibrillator (ICD), due to inappropriate shock after the rhythm was converted. Upon review, anti-tachycardia pacing (atp) diverted the initial shock in the ventricular fibrillation (vf) zone. Upon redetection, the device began to charge and the shock was committed. This ICD remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.